Event description:
Rptr suspects that the vasoseal device caused them to lose their hair. It was "the only new thing introduced" to their body and within 8 wks the pt was completely bald, as if they "had had chemo".